Manufacturer narrative:
Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Based on the limited information provided, the root cause for the valve stenosis 4 years and 10 months post valve implant could not be confirmed, but may be related to the patient¿s co-morbidities or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, 4 years and 10 months post implant of a 23mm sapien valve in the aortic position, a tavr patient presented with worsening symptoms of heart failure. A valve in valve (viv) intervention procedure was performed. Medical record review revealed, the patient reported worsening symptoms over the previous year. Worsening shortness of breath with exertion and daily tasks around the house, increased fatigue and general weakness were reported. Echo, performed approximately 4 years and 7 months post valve deployment, indicated a bioprosthetic aortic valve with evidence of ¿mixed severe aortic regurgitation and prosthetic stenosis¿, suggesting structural valve degeneration. The aortic valve area measured 0.9cm2 with a peak gradient of 81 mmhg and a mean gradient of 46.2 mmhg. One month later, repeat echo indicated the non-coronary cusp (ncc) was heavily calcified with moderate to severe central regurgitation due to the ncc leaflet abnormality. Moderate aortic valve obstruction, an aortic valve area of 0.94cm2 and a peak gradient of 49 mmhg and a mean gradient of 25 mmhg was also noted. The patient has been scheduled for a viv intervention procedure. No further information is available concerning the viv. The valve remains implanted in the patient.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.